Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence, urgency frequency. It was reported that trial patient was at the hospital, but they did not state why. No further complications were reported or anticipated.